Event description:
Referred by dr. Patient woke up with painful red eye. Thought he had a foreign body in eye. Went to emergency room. No foreign body. Went to dr who referred him to reporting dr. Patient had infiltrates and epidefect on cornea. Impresssion was corneal ulcer on left eye. Cultred cornea. Patient works in dusty environment. Zymar 4x per day. Ciloxan at bed time. Amphotericin every hour in left eye. Next visit, patient's eye was still painful with some improvement. Suspected fungal but improving. Continuted amphotericin then every two hours next day. Discontinued ciloxan and continued with zymar. Culture came back as fusarium species. Next visit three days later, patient eye felt better, dr. Noticed 2 infiltrates. Continued amphotericin every 2 hours and zymar twice a day. Seven days later, no pain in left eye, vision fluctuation. Dr said still two infiltrates and his treatment is zymar twice a day and amphotericin five times a day. Patient will return in a week.